Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone cloud - omnipod 5 software app version. Cloud - smartphone operating system. Cloud - smartphone hardware. Cloud - cgm sensor type.

Event description:
A patient reports while applying a pod the cannula had not deployed. Upon removal of the pod the cannula was found to have deployed late. The pod was not worn. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and a drive stall were observed at the beginning of the pod's first prime sequence. The pod appeared to correct itself for the remainder of priming. First prime ultimately ended prematurely, lasting 32 pulses. After 42 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. The pod was reset and reran without incident. Inspection of the drive mechanism components found no damages that would contribute to the observed data abnormalities. A root cause for the observed high pulse width w/ drive stall could not be identified. The high pulse width w/ drive stall is confirmed as the root cause of the reported event.